Manufacturer narrative:
The actual device has not yet been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: at 11:20 the inlet pressure increase; within approximately 25 minutes pressure increased to >500 mmhg; the decision was made to change the hlm system; at 11:50 the patient was cooled down to 32°c; between 12:02 and 12:03 the system was completely stopped for 43 seconds; the oxygenator was replaced with a maquet oxygenator; approximately 200 ml of blood loss was reported; the procedure continued after 43 seconds; treatment continued as planned; and the patient recovered from the above serious injury.

Manufacturer narrative:
Visual inspection found no obvious anomalies in the appearance of the device. The actual device was rinsed, dried and subjected to another visual inspection. It was confirmed not to have any anomalies. The actual device was built into a circuit. Bovine blood @hct35% and temp. 37°c was circulated in the circuit, while the pressure drop was determined at each flow rate. The obtained values were confirmed to meet manufacturing specifications. Bovine blood was kept circulated in the actual device for 6 hours. No obstruction occurred. When the circulation was ceased, the actual device was flushed with water. No clot was found inside the actual device. A search of the complaint file found one other report of this nature from the same user facility with the involved product code/lot number combination. See MDR 9681834-2017-00170. There is no evidence this event was related to a device defect or malfunction. The investigation result verified the actual device was the normal product. While the exact cause of the reported event cannot be definitively determined based on the available information, some factors including cold agglutination and/or clot formation may have caused obstruction in the actual device. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.